Event description:
It was reported that the artificial urinary sphincter revision surgery was abandoned due to a urethral tear and no new device was implanted. The surgery to reimplant a new artificial urinary sphincter will be rescheduled in a few months time. Refer to manufacturer report 2183959-2019-60617 for the removal surgery.